Manufacturer narrative:
(B)(4).

Event description:
It was reported that while it was connected to a pt, the ventilator generated 2 technical error codes, one indicating disabled valves and the other indicating an error in the internal memory. (B)(4).